Event description:
It was reported that an ilet bionic pancreas produced a loud whirring and clicking noise from the piston mechanism during insulin delivery and rewind, and a replacement was provided. Symptoms included no reported changes in blood glucose and no adverse clinical effects. Outcomes included uninterrupted diabetes management with continued cgm use and no medical intervention or hospitalization. Investigation included evaluation of user-provided information and request for operational video, with device return for inspection. Investigation of this case revealed user concern about abnormal operational noise without device-generated piston errors or therapy impact. It was concluded that the device exhibited abnormal operational sound warranting replacement, with further evaluation to be performed on the returned unit.